Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was replaced and all software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was slow to initialize creating delay and when transferring images would lose resolution and detail. There was no adverse pt involvement reported. There was no pt info reported.